Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the customer was able to use the cartridges once insulin was filled. There was no impact to the customer's blood glucose level.